Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had angulation play. Inspection and testing of the returned device found nozzle was clogged with foreign matter. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. The facility's clean, disinfect and sterilize (cds), reprocessing information and foreign matter surveys results are noted below: did you clean, disinfect, and sterilize the product before sent it to olympus? Yes. Do you have any idea about when the foreign material adhered to the endoscope? No. Do you have any idea about what the foreign material is? If you have a photo of the foreign material, show customer the photo and ask. No. Was there any delay in the start of precleaning? (Was there a time lag between the end of clinical use and the start of precleaning?) No. Did you flush the air/water nozzle with water and air? Yes. Were there any abnormalities in the accessories used for reprocessing? No. Have you wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges? Unknown. Did you flush the air/water nozzle with the detergent solution? Yes. Are there any other concerns about the reprocessing? No.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to wear of angle wire, the play of the up/down knob was out of the standard value. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Part of the insertion tube was caught and pinched, as a result, the insertion tube became deformed. Adhesive on the distal end was chipped and had white-clouded area. The scope-connector was dirty due to water leakage. Adhesive around the objective lens was peeled. The connecting tube had a scratch and was dented. Due to damage on the scope-connector, a noisy image occurred. The suction cylinder was scraped with a cleaning brush. Protector of universal cord on scope-connector side had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that foreign matter stuck inside the air/water nozzle could not be sufficiently removed and clogged because reprocessing was not carried out according to the instructions for use (IFU). It was confirmed that there was no deformation of the air/water nozzle. It was confirmed that reprocessing was not implemented according to IFU. Olympus will continue to monitor field performance for this device.